Manufacturer narrative:
Manufacturing site evaluation: reference code ae-qas-k521-99, device name collect.no.qas knee, impl.misc./unknown, serial number n/a, batch number unknown, UDI device identifier n/a, UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di n/a, manufacturing date unknown. Investigation: no aesculap article number and no product are available. Therefore a failure description at the product is not possible. Pictorial documentation: no aesculap article number, no product and no pictures are available. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with the aesculap vega knee system. As a result of having the product implanted the patient has experienced pain, swelling, difficulty walking, and loosening of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2017 and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4).